Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, there was difficulty while advancing the lead. It was reported that it felt like the lead was getting stuck at the second electrode. The physician loosened the screw to try and remove but difficulty was still encountered. The decision was made to replace the device. Add'l info has been requested.